Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The pt in communication with rayner stated that the visual disturbances occur both in the light and dark. The pt inquired as to whether the visual effects she was experiencing were due to the square edge of the implanted rayner iol. Rayner as a manufacturer is not able to provide medical advice and recommended that the pt contact their gp or surgeon to discuss the post-operative complications they were experiencing. Rayner has made contact with the pt's surgeon to notify her of the report received. The healthcare professional in correspondence with rayner stated that she had not received notification of this report from the pt. Info on the pt's medical history and the surgery session has been requested from the healthcare facility in order to determine if there any predisposing factors that may explain the reported post-operative complications. The t-flex aspheric 623t iol is not available in the USA; however, does feature the same optic design with the addition of toric/astigmatic correction as the c-flex 570c and c-flex aspheric 970c iols which are available in the USA.

Event description:
Rayner intraocular lenses limited received notification from an (B)(6) female pt of the post-operative complications they were experiencing following implantation of the t-flex aspheric 623t iol. The pt reports that they are seeing sketches, halos, circles, solar eclipses, concentric circles, dots and triangles when blinking or turning the eye.